Event description:
It was reported that the patient had an appointment with the physician due to the inflatable penile prosthesis (ipp) not working. Troubleshooting steps to cycle the device did not work as the system did not inflate. A month later, a surgical procedure was performed in which the existing device was removed and a new ipp was implanted. The patient did not experience any complications related to the event.